Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed since the clip was unable to completely close on the leaflet. It was reported that this was a mitraclip procedure treating mitral regurgitation (mr) grade 3. A clip delivery system (cds) advanced to the mitral valve and leaflets were grasped. Final arm angle was performed; however, the clip was unable to completely close. The clip was only able to close about 40 degrees. It was decided to leave the clip implanted since a stable position was confirmed. The second final arm angle was also ok. The clip remained in stable position and the mr was reduced to grade 1. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation was unable to determine a conclusive cause for the inability to fully close the clip. The additional therapy/non-surgical treatment was a result of case-specific circumstances as an additional mitraclip was implanted for treatment. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial medwatch report, the additional information was obtained: it was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 3. The clip delivery system was unable to close more than 40 degrees during the final arm angle tests. The arm positioner was turned in the closed direction as far as possible; however, the clip would not close over 40 degrees. Reportedly, this clip did remain stable and well seated on the leaflets. A second mitraclip was implanted without reported issue, reducing the mr to grade 1.